Event description:
Customer is calling in to file a complaint about the above product causing injuries to patient's. The customer states that on several different instances the pins are coming out of the headrest system. The customer did state that they utilize the integra headrest system, but  they have used that system with the m-1535 pins for a long time and have not had any problems until now. The pins are somehow working themselves out of the holder and coming out of the patients' skull and causing lacerations to the patients heads which are needing to be sutured/stapled closed. (B)(4).

Manufacturer narrative:
(B)(4) device is not available for investigation if additional information becomes available a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Customer visit was conducted on 21oct2013 to evaluate the customer¿s (B)(4) head rest , (B)(4) skull pins ( which are not manufactured by carefusion) and carefusion skull pins. Customer advocacy inserted our pins as well as the (B)(4) pins that they are now using into the headrest and found that ours actually fit tighter than the (B)(4) pins. Customer advocacy had an open an easy discussion with the operating room manager. She was asked if the pins actually came off the headrest and she stated that they did not pop out of the headrest. She explained that the physician turns the patient prone to supine while still in the head rest. It is during that turn that the lacerations have happened. Upon further discussion she said that only the one physician has had the problem and there are several physicians that use the same holder and pins at the facility. She stated that she also contacted (B)(4) about the problem and they did not find any issues with any of the (B)(4) head rests. (B)(4) suggested an in-service for the staff. The physician as well as the staff attended the in-service. Since these incidents they have switched to the (B)(4) skull pins and have not had the incident occur again since the in-service. The operating room manager stated that they had used our pins with the mayfield for many, many years without incident. The customer gave us samples of two lot numbers of our skull pins for our investigations she explained that it could have been either of those lots used during any of the incidents. These are representative samples. She also gave us a package of the (B)(4) skull pins that they are currently using. The products were sent to our manufacturing plant for investigation. The issue happened with 4 patients in the span of 2 months. (B)(4). The pins in the four complaints were discarded by the customer but sample products were evaluated by the plant in (B)(4). A total of 3 three (3) packs of three (3) units each were returned. Two (2) were for (B)(4) m-1535 product code lot 11355 and 11283. One (1) pack of 3 units from a competitor were also received. After visual and dimensional inspection, we were able to confirm that all 6 units meet our prints and are in compliance. A functional test was also performed by placing the skull pins in a m1500/102 skull clamp rocker arm (connecting unit to the skull pin) and all six were inserted snuggly, the pins were not loose in the connecting arm. We were not able to replicate the reported failure.